Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a battery test failure and a button error. The customer stated the insulin pump got wet. The insulin pump was in a plastic bag that had a hole in it and the customer was kayaking. The customer had the insulin pump in rice to absorb the moisture. The customer¿s blood glucose level was 115 mg/dl. The customer was advised to observe the time clock for one minute. The customer stated that there was no time displayed on the insulin pump. The customer was advised discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No failed battery test alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. Unit received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, scratched reservoir tube window and missing end cap sticker.